Manufacturer narrative:
A2: age 51 years, dob: (B)(6) 1969. A4: 193.00 pounds. A5: not hispanic/latino. A6: white. B7: relevant history of diabetes, high cholesterol, high blood pressure. H6: type of investigation: 4110. Investigation conclusion: the case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Batch record review found no relevant non-conformances; the lot met all final release specifications. Review of the risk documents for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A probable root cause could not be determined based on the available information. Complaints are tracked and trended on a monthly basis. The ldx analyzer displays n/a when a result cannot be interpreted. See additional limitations that display n/a in the limitations section of the alere cholestech ldx test cassette package insert for additional information. If the n/a result is not expected, the patient can be retested on a new cassette or an alternate method may be used.

Manufacturer narrative:
Additional exerpt to the previously provided investigation conclusion: the bias between the two sets of ldx results was outside the ncep guidelines for trg and glu. Limited information regarding the event was provided, therefore a root cause could not be identified. However, it is possible that storage, handling, and/or technique errors may have contributed to the n/a results, as well as potential erroneous results.

Manufacturer narrative:
Results pending completion of the investigation.

Event description:
On (B)(6) 2020 a patient having a wellness check had a discrepancy with ldx results displaying n/a, specifically tc, non hdl, tc/hdl and ldl. The test was rerun with the same sample and lot although a different cassette with different results. There was no lab/confirmatory testing provided. (All results in mg/dl). There was no adverse event reported. Although requested, no further information has been provided. Test 1: tc:n/a; trg:289; hdl:<15; non-hdl: n/a; tc/hdl: n/a; ldl: n/a; glucose:178 test 2: tc:166; trg: 186; hdl: 51; non-hdl: not provided; tc/hdl: not provided; ldl: 78; glucose:64